Event description:
On (B) (6) 2009, the patient reported that there was condensation in the cartridge compartment of her infusion device. She stated that the insulin cartridge and infusion set were changed on (B) (6) 2009. She removed the insulin cartridge from the infusion device and was advised to allow the device to air dry. She stated that she does not attach the infusion tubing and adapter to the insulin cartridge prior to insertion into the insulin device. She was educated on the proper procedure for changing the insulin cartridge. She switched to her backup infusion device. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.